Event description:
The emergency room staff was attempting to defibrillate with paddles, a 54 year old male patient (condition unknown) 3 or 4 times at 300 joules. But they were unable to get the device to discharge. The staff were able to obtain another device when the alleged malfunction occurred. There was no adverse effect on the patient.